Event description:
It was reported that the system 9900's collimator closed down and the system shut down during a procedure. There was no adverse pt involvement reported. All pt info reported has been recorded in section a of this report.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. Power supplies were checked and found to be at nominal. Reseated circuit boards as a proactive measure. The system was tested and found to be working as intended and placed back into service.